Manufacturer narrative:
Updated manufacturing plant address : d3. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to air detector. As a result, the air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was an air in line failure. There was no patient involvement.